Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-35 alarm was confirmed. The root cause of the reported condition was due to the keypad being pressed for more than 40 seconds. Turning the pump off and back on resolved the issue. The device was serviced and restored to a good working condition. A labeling review was performed for the operator's manual (0719d1602) and it was discovered that there is no text that addresses this instance of use/user error. After reviewing the service manual (0719b1688), section 7-3 describes that the failure is associated with the front panel key being pressed for more than 40 seconds and turning the pump off and back on can resolve the issue. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-35 alarm. There was no patient involvement. Additional information was requested and is not available.